Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on (B)(6) 2007, declared end of life (eol) due to an extended charge time measurement of 30.5 seconds. The monitoring voltage was 2.41 volts. It was reported this patient had been lost to follow-up and presented to the clinic for no particular reason. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Additional information received from the local area sales representative indicated that the patient is being followed by a different physician and planned to be evaluated for a possible upgrade to a bi-ventricular device. All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
--

Manufacturer narrative:
Additional information received indicated this device was explanted and successfully replaced. No additional adverse patient effects were reported. At this time the device has not been returned to boston scientific for analysis. There is no additional information available. If further information becomes available, this report will be updated.